Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was getting a no delivery alarm on the insulin pump. Customer's blood glucose was 525 mg/dl. Customer has had this issue a few times over the last few weeks. Customer has treated with the pump. Caller stated that the alarm just occurred and it occurred during bolus. Caller stated that the no delivery alarm is recurring and the issue has not been resolved. Troubleshooting was performed and the caller stated that the insulin did exit after performing a 5.0 unit fixed prime. It was explained that there might be a possible site related issue. Customer was advised to return the set for analysis. Customer was able to change the infusion set as there was a leak at the site. Caller stated that the set change went fine and it resolved the issue. Customer was advised that the pump was working as designed.